Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that the transmitter does not flash when connected to the sensor. Customer's blood glucose at the time of the incident was 169 mg/dl. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is not expected to return.

Manufacturer narrative:
Inspected two opened/used sensors and found both sensors retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis.